Manufacturer narrative:
H3: product analysis found that failure patient interface as per initial incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during pre-op that the doctor undocked the interface and connected it to the vital, the vital displayed a ¿patient interface fault detected¿ message on the screen. The doctor tried rebooting the vital and the interface several times and also attempted to use a connection cable, but it was still unsuccessful. The procedure was completed with the same nim console but with a backup patient interface. There was no patient involved.

Manufacturer narrative:
H3: product analysis found that failure stim patient interface circuit board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.